Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy one ambulatory infusion pump was returned for analysis with a scratched screen. During analysis, the device was started in an application and problems were found with the device double beeping with a cassette attached. Service replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep with cassette." No adverse effects were reported.